Event description:
It was reported that during an anterior cruciate ligament surgery sutures could not be wound up, because the loop was too tight. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-1588rt serial/batch number (B)(6) was received for investigation. The visual inspection indicated damage to the suture system; the loops had been threaded through the button to the opposite side. It was noted that there were scratches on the button. No functional test is applicable for this device. The most likely cause can be attributed to use error, as excessive force on the shortening suture strands may break the strands and impair the ability to fully seat the implant.